Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 38 mg/dl and 120 mg/dl at the time of the call. The customer treated their low with food. Details regarding symptoms low blood glucose levels were not provided. The customer was wearing the pump within 48 hours of the event. Auto mode was not in use at the time of the incident. The device will be returned for analysis.